Event description:
Philips received a complaint from the philips authorized service provider (asp) reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm or patient impact. The issue was identified during a device evaluation. The aps evaluated the device and reported the device would not power on by means of alternating current (ac) or battery. The asp replaced power management (pm) printed circuit board assembly (pcba) and the device successfully powered on. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.